Event description:
It was reported that during a gastric bypass procedure that device has a battery issue and the device is losing power during the firing of the devices. They are using the code from the same lot and are having the same issue and no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2023. D4: batch # 351c640 additional information was requested, and the following was obtained: lease confirm the total quantity of devices presenting the issue on this one patient during this single surgical procedure. 1 device what is the total number of patients? 1 patient. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. What are the procedure name(s) and date(s)? Gastric bypass 4/25". Investigation summary :   the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, a ribbon cable between the main and right pcb boards was noted to be damaged.  In addition, there was a lot of dried fluid inside of the device, but it does not seem like this affected device function. One possible cause for this condition may be exposure of cleaning solutions. The event log did not contain any specific errors, though there were some events that may indicate the encoder position was incorrect. This is likely related to the ribbon cable damage. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the pcb board is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 351c64, and no non-conformances were identified.